Event description:
During index procedure two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the right sfa and one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the right popliteal. Devices were successful. Persistent residual stenosis remained which was treated with two complete se peripheral stents. Patient was discharged the next day. Approximately 2 weeks post index procedure, reocclusion of the right sfa was reported. Investigator assessed the event to be possibly related to the procedure and probably related to the device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion). (B)(4).